Event description:
It was reported to philips that the system generated a remote alert regarding host-pc memory problem during runtime. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that whether or not the system was in use at the time of the event was unknown. No patient or user harm or injury was reported to philips. A philips remote service engineer (rse) contacted the customer who reported that there was no malfunction symptoms associated with the host pc memory. The customer was unable to answer any other question s about the system usage at the time of the remote alert. The customer had no further information to provide. Philips was not able to investigate this issue further as the customer declined onsite service for this issue. The service order was closed without any further service provided by philips. The codes were updated based on the investigation outcome.